Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure for backbone on (B)(6) 2016 and the reservoir was connected to a drain. The case was completed as normal with no unusual. After the surgery, the patient complained of pain and developed hematoma. The re-operation was performed at that night. The surgeon opined that he had no similar experiences and considered that the event was not related to how to use the device. It was also reported that the patient is stable.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). It was reported that hematoma was removed during the re-operation.

Manufacturer narrative:
Actual device was returned for evaluation. Exit port was inspected to identify any damaged or occlusion and port was in good condition. Cap was connected to the port and it was in good condition, cap could be removed only by applying force and it did not detach easily. Y-connector ports were inspected to identify any damage or occlusion; ports were in good condition. During evaluation, it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.